Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported number 6 key of the keypad not functional which was reproduced during evaluation. Evaluation found keypad sections to have stuck keys and produce a duplicate keypad output. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the number 6 key on the spectrum pump was not functional. There was no patient involvement. No additional information is available.